Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the ast45 reload snapped off and fell into a patient when they grasped the reload handle. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.